Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the information reviewed, a conclusive cause for the reported death could not be determined. The reported patient effect of death as listed in the mitraclip ntr/xtr instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. It was reported through a presentation identifying mitraclip devices that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the attached presentation, titled "contemporary, realworld, clinical outcomes with the next generation mitraclip (ntr/xtr) system: results from the 1000 patient global expand study". No additional information was provided.